Manufacturer narrative:
Device evaluated by MFR: returned device analysis revealed the device was received in an unopened pouch. Visual examination, prior to removing the device from its package, observed a bend in the metal cannula. The device was removed from the pouch and white material from the packaging card was adhered to the coated section of the catheter including the distal end/pigtail. The metal cannula was bent approximately 8cm from the distal end of the cap/hub. The other components were intact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the bend is considered handling damage as the event occurred prior to patient contact. The most probable root cause of the noted white material is considered design related due to a packaging design change. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that upon receipt of the device, a bend was identified on the device. When the device was received, prior to unpacking, a bend was noted in the metal cannula. The device was not used. As there was no patient involved, no patient complications were reported. However, device analysis revealed foreign material was present on the catheter.